Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385102 and lot number 3278953. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd q-syte ext set, luer-lok 6 in micro bore component damaged connector syringe use after removing the syringe infusion connector diaphragm can not be rebound, resulting in poor infusion and infusion connector can not continue to be used